Event description:
Consumer called to report meter readings higher than what she feels. Analysis run consensus error grid using mean reading (239) as ref. Point vs. Bd readings (375,102) yielded some data points in the c zone of the grid, outside of acceptable limits.